Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose over 50 mg/dl. The customer had another blood glucose was 69 mg/dl, 130 mg/dl, 127 mg/dl and lower than 60 mg/dl. Customer had symptoms shaking and sweating. Customer was treated with fruit and toast. The products will not be returned for analysis.